Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump subsequently shutting off. Customer¿s blood glucose (bg) level was 556 mg/dl. Customer administered a manual injection to address their bg level. Reportedly the customer had an alternate pump for insulin therapy.